Manufacturer narrative:
On 1/7/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device a crease was noted on anterior and extending to the posterior aspect. Also a tear was observed within the crease in the posterior aspect measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. However this can not be conclusively determined, since  was not additional detail were received about the complaint. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
One 350cc mentor smooth round moderate profile was received by the mentor failure analysis lab on 11/13/2019 with no accompanying information besides explantation date of possibly 11/8/2019. The device could not be associated with an existing complaint. If additional information is received, the file will be updated and supplemental report will be submitted. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.